Event description:
It was reported that when using the bd pyxis¿ medstation¿ es frozen at carefusion screen. The station had been rebooted, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in the incident, the technical support specialist (tss) dialed into the station and confirmed that it was no longer frozen at the carefusion screen. The tss successfully accessed med app without any issues and observed a failed hardware icon on the station. However, the station appeared to function normally overall. The customer also confirmed that the station appeared to be functioning normally from their end. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es frozen at carefusion screen. The station had been rebooted, but the issue persists. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.